Manufacturer narrative:
The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was unable to inflate the device. An inflatable penile prosthesis (ipp) replacement surgery was performed to address the problem. The patient status at the end of the surgery was good, the doctor tested the device and was fully functioning at end of case.